Event description:
The patient reported that the v-go fell off after 5 hours. The patient indicated that this happened with 5 v-go's. The patient wears the v-go on her abdomen and changes sites. The patient confirmed that this event is not related to exercises, clothing interference or excessive movements. The patient confirmed that she prepares the infusion site properly. The patient mentioned that she sweats a lot. The patient discarded 4 of the 5 v-go's.